Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000664 g7 pps ltd acet shell 54f lot# 6438728; item# 110024464 g7 dual mobility liner 44mm f lot# 837170; item# 00771101320 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset lot# 63989039; item# 00625006530 bone scr 6.5x30 self-tap lot# 63081166; item# 00625006540 bone scr 6.5x40 self-tap lot# 64005644. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [add reason, as available]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01071; 0001825034 - 2019 - 01069.

Event description:
It was reported that patient underwent revision 2 weeks post initial implantation due to infection. All components, as well as extensive I&d was done with placement of all new components. It was noted that the cultures were (B)(6) for staph aureus as well as (B)(6). Attempts to obtain additional information were made; however, none was available.